Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 0.5 ml, 12.7mm 30g bd syringes; both were kept in an unsealed polybag (used). Consumer states the needle hub separated when removing shield. All returned syringes were examined and both syringes exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. A review of the device history record was completed for batch# 6116906. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 97451 has been opened for the hub separation issue. As per manufacturing, "probable root cause for the separation was due to adhesive splatter on the needle hub before the shield was attached at the cannulator. The pull force needed to remove the shield separated the needle hub from the barrel. Syringes were manufactured from 31may2016-03jun2016 with needle hubs from batch 6139942 (needle line 6), 6137670 (needle line 10), and 6137669 (needle line 7). New cannulators were implemented in jul2016 on needle lines 6 and 7 to reduce adhesive splatters as part of CAPA #56592."

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from 2 syringes when removing the shield.

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6116906. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from 2 syringes when removing the shield.